Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size >6mm. Access was obtained slightly above the iea via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that hemostasis was achieved. Approximately 30-40 minutes later, the patient's pressure began to drop, thus prompting a CT scan which revealed an rp bleed. A femostop was then placed on the patient for approximately 2 hours. Post follow up, a deep vein thrombosis was discovered which required an ivc filter to be placed by the vascular surgeon. The patient was then stabilized and discharged on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.